Event description:
It was reported that during a percutaneous coronary intervention, the apex balloon ruptured. The physician had successfully implanted a 2.5 x 15mm promus stent in the rca (right coronary artery). When they were trying to advance a 2.5x8mm promus stent into the distal rca proximal to the first stent, the 2.5x8mm stent came off the stent delivery balloon. Using this apex balloon, the stent was ballooned against the vessel wall. The apex balloon burst at 18atm. There were no pt complications as a result of this event and the pt was reported to be okay.

Manufacturer narrative:
.